Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 10/24/2014 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. The platform was functionally tested and passed all test requirements. The reported issue of the platform displaying a user advisory (ua) 12 (lifeband not present) could not be duplicated during testing. The lifeband was connected to the autopulse platform with no issues observed. A review of the platform's archive was performed and the reported complaint was confirmed. There were multiple ua 12 faults observed on the reported event date of (B)(6) 2014. Further inspection of the platform did not identify any anomalies or issues that could have caused or contributed to the observed ua 12 codes. Specifically, the lifeband clip detection switch was operating properly, the screw torque was within specification and both the internal cable and connector switches were seated properly. A cause could not be determined for the observed ua 12 faults found in the archive. Based on the investigation, there were no parts identified for replacement in order to remedy the complaint. In summary, the reported complaint of the platform displaying a ua 12 code could not be duplicated during functional testing. However, it was observed to have occurred on the reported event date based on platform archive review. There were no issues identified with the platform during inspection which could have caused or contributed to the ua 12. Therefore, a cause could not be determined. Following service, the device passed all test criteria.

Event description:
It was reported that during a customer visit, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message when the device was turned on by a zoll sales representative. The lifeband was reinstalled but the message did not clear. No patient involvement was reported. No further information was provided.